Manufacturer narrative:
The surgeon noted in passing that he feels the edge seal of the 3dmax mid mesh is susceptible to cracking. Specific case details could not be obtained. It is known that the edge seal can crack during use if over stretched during preparation/insertion, this condition would be identified at point of use. There was no patient complication reported. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Based on the limited information available and without having the sample to evaluate, no conclusions can be made. Note, the date of event is considered to be a best estimate as (B)(6) 2023 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, the surgeon provided a general statement that he prefers 3dmax and 3dmax light over 3dmax mid as the edge seals are more robust. He states the 3dmax mid seals are more susceptible to cracking. The surgeon reported he has been using 3dmax and 3dmax light for over 10 years and noticed a difference with the 3dmax mid edge seal.